Event description:
House supervisor noticed light outside the room did not go on when she was in a patient room during 2nd shift. Paged biomedical engineering to come in to check on it. Patients were relocated to (B)(6) (nursing unit) rooms until system could be repaired.======================manufacturer response for (B)(6) nurse call light system, hill-rom======================ordered part.